Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("I need it out because I cant stand the pain and I am concerned it will turn into something worse") in a 40 year-old female patient who had essure inserted for female sterilisation and female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pain ("painful to move or workout"), abdominal pain ("past 2 years severe abdominal pain"), swelling ("my right side swells up 2 weeks prior to period"), myalgia ("it is painful to bend") and heavy menstrual bleeding ("since the day I put in the essure I am experiencing heavy periods"). The patient was treated with analgesics and muscle relaxants as well as surgery (medical device removal on (B)(6) 2020). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain, swelling, myalgia, pain, heavy menstrual bleeding or pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("I need it out because I cant stand the pain and I am concerned it will turn into something worse") in a 40 year-old female patient who had essure inserted for female sterilisation and female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pain ("painful to move or workout"), abdominal pain ("past 2 years severe abdominal pain"), swelling ("my right side swells up 2 weeks prior to period"), myalgia ("it is painful to bend") and heavy menstrual bleeding ("since the day I put in the essure I am experiencing heavy periods"). The patient was treated with analgesics and muscle relaxants as well as surgery (medical device removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain, swelling, myalgia, pain, heavy menstrual bleeding or pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: case upgraded to serious incident. Start date of suspect drug updated, stop date added. Surgery added to the event pelvic pain. Imdrf code changed. Reporter added. Case become potential legal case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("I need it out because I cant stand the pain and I am concerned it will turn into something worse") in a 40 year-old female patient who had essure inserted for female sterilisation and female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominal adhesions (markedly adhered anterior wall of the uterus to the anterior abdominal wall) in 2020. As concurrent condition the report mentioned pelvic pain. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pain ("painful to move or workout"), abdominal pain ("past 2 years severe abdominal pain"), swelling ("my right side swells up 2 weeks prior to period"), myalgia ("it is painful to bend") and heavy menstrual bleeding ("since the day I put in the essure I am experiencing heavy periods"). The patient was treated with analgesics and muscle relaxants as well as surgery (laparoscopic bilateral salpingectomy and removal of essure wires.). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain, swelling, myalgia, pain, heavy menstrual bleeding or pelvic pain. The reporter commented: date descripency noted in drug stop date. This updated to (B)(6) 2020. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: reporter information, medical history, drug stop date, non medical treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("I need it out because I cant stand the pain and I am concerned it will turn into something worse") in a 40 year-old female patient who had essure inserted for female sterilisation and female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pain ("painful to move or workout"), abdominal pain ("past 2 years severe abdominal pain"), swelling ("my right side swells up 2 weeks prior to period"), myalgia ("it is painful to bend") and heavy menstrual bleeding ("since the day I put in the essure I am experiencing heavy periods"). The patient was treated with analgesics and muscle relaxants as well as surgery (medical device removal via hysterectomy - uterus on (B)(6) 2020). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain, swelling, myalgia, pain, heavy menstrual bleeding or pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter , removal via hysterectomy - uterus on (B)(6) 2020 added in the non-drug treatment notes as complement, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.